Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the biometric identifier was not working. The customer stated that this malfunction caused a delay in dispensing medication to patients, but the user managed to retrieve the medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not working. A technical support specialist followed a knowledge article (bio ID not working in hta nor medapplication - medapp logs show "problem while initializing bio ID") and reinstalled the biometric identifier (lumidigm) drivers to resolve the issue. The customer also verified the functionality. The system functioned as intended after the technical support specialist troubleshot the device.